Event description:
It was reported that the patient with this pacemaker noted low amplitude afib waves on the presenting. Technical services (ts) reviewed the data and stated that there was some undersensing. Ts recommended to change the sensitivity options for device optimization. This device remains in service. No adverse patient effects were reported.